Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that versacross connect laac access solution was selected for atrial fibrillation (a fib). When the dilator was unpacked, its tip was noted to be tear, but yet intact. Thus, the device was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis (disposed). No other issue was noted.